Event description:
During a robotic prostatectomy, the surgical table began to lower itself, slowly rom trendelenburg position with the patient in lithotomy, while the robot was docked with instruments in his abdomen. Manufacturer response for surgical table, steris (per site reporter): they sent a service technician out to check the table. The technician found that the bed did drift out of trendelenburg, ordered parts, and repaired the bed.